Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels (20-385 mg/dl). Reportedly, fluctuating blood glucose levels were due to customer having surgery for breast cancer and needing chemotherapy. Customer brought low bg levels back to target range with glucose tablets and juice, and brought elevated bg levels back to target range with a bolus.